Event description:
It was reported that balloon rupture occurred. The target lesion was located in the very calcified brachiocephalic artery. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced and inflated 6 times. However, during the 7th inflation at 20 atmospheres, the balloon ruptured. The device was removed from the patient, inspected for integrity and was confirmed to be intact. Contrast was used to verify for foreign body and the procedure was completed. No patient complications were reported and the patient's status was stable.